Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligner, a patient experienced a tooth fracture. Also, several teeth are crowded, and one is rotated. Doctor advised patient to stop treatment and see an orthodontist for a consultation.